Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing separated from the most distal port (clearlink) of a clearlink duo-vent continu-flo solution set. This was observed during patient infusion; the set was connected to a right femoral triple lumen catheter. The separation caused the tubing to leave a blood clot on the patient¿s lap. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed a separation between the assembly of the tubing and the third y-site clearlink in the upstream part. The reported condition was verified. The cause of the condition could not be determined; however, a probable cause is related to the assembly process during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.